Event description:
It was reported that the pump showed 3.8ml left in the cassette, however, the nurse noted that there was 18ml left in the cassette; the patient received less medication than expected. No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one sample was received for investigation. Visual inspection was performed and no damages, bad bonds, cuts or kinks detected in the sample returned that could cause the failure mode reported. Accuracy test performed and the sample could be connected without problem. Sample passed the test with average delivery. By sample test the failure mode could not be replicate, delivery accuracy rates passed. Complaint is not confirmed.

Manufacturer narrative:
Other, other text: no lot number was provided; therefore, a history record review could not be conducted. A1 updated, d3, g1, and g2 email is: (B)(4).